Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that allegedly there was one (1) large volume pump module 8100 that had dim segments, and therefore, will be replaced. There was no reported patient involvement.